Event description:
It was reported that approximately one week post implant, a lead revision procedure was performed. It was found that the lead suture sleeves had not been adequately secured, and the device was affixed at only one location. Although the sleeves had been secured to the subcutaneous tissue, the sleeve and lead were not tied together which allowed them to move freely. The leads had pulled back and dislodged. Reprogramming was performed, and the two leads were repositioned and secured together, with the suture sleeves also secured. The leads remain in use. The patient's hospitalization period was prolonged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.